Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Sr (B)(4).

Event description:
The receiver has been received for evaluation. The device was visually inspected and no defect was found. The receiver charges and boot up: passed. Downloaded the receiver log and the egv diagnostic chart revealed the reported issue did not occur because the patient was never paired to the transmitter and receiver. The patient did enter the correct transmitter serial number, however did not start the sensor session. Performed the receiver functional test: passed. Performed pairing/calibration/performance/range test: passed. The complaint confirmation of loss of connection was not confirmed. The root cause could not be determined as the allegation was not found.